Manufacturer narrative:
The customer was advised to discard the remaining test strips and replacement strips were sent to the customer for troubleshooting purposes. With the replacement strips sent to the customer, the customer was still unable to get a result. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The idtf (independent testing facility) was contacted and they informed roche that they have not received any results from this meter. The meter was sent to the customer in preparation for virtual training in (B)(6) 2020. The idtf trainer made attempts to provide the required training to the customer but the trainer was unable to reach the customer and the customer was never trained or fully enrolled in the service by the idtf. The customer was made "inactive" due to not reporting results on (B)(6) 2021. The patient was taking antibiotics. Per product labeling: "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted." If further information becomes available a follow-up report will be submitted. Occupation - the occupation is the patient's daughter.

Event description:
The reporter alleged that a patient was not able to use coaguchek vantus meter serial number (B)(4) due to errors received. Due to not being able to obtain a result with the meter, it was alleged that the patient's low inr was not detected, leading to a blood clot. The specific date of the event was requested, but not provided. (B)(6) 2021 is selected as the date of event as it was the date the event was called in by the reporter. The meter was first shipped to the customer on (B)(6) 2020. The reporter alleged the patient was trained by a nurse on the use of the meter. When trying to test, the patient reportedly received errors m-31 and m-41 on the meter. During the call, the reporter checked the meter's error log and the m-31 and m-41 errors occurred on (B)(6) 2022. Per product labeling, error m-31 indicates the following: "batteries empty: batteries are nearly empty. Replace batteries now." Batteries were replaced due to the m-31 error. Per product labeling, error m-41 indicates the following: "no blood detected: no blood was detected. Repeat test, with a new test strip if necessary." The reporter alleged that they did apply blood to the strips. The reporter did not know that blood should be applied to the clear area of the test strip and had been applying blood to the blood icon area of the test strips. The vantus meter reportedly also showed an error message for expired test strips. The reporter stated "no result was ever collected using the meter. Never had a successful test." The reporter stated she was trained by a nurse and declined to provide the date of the training. The reporter alleged that the patient was hospitalized due to an unknown reason, reportedly unrelated to meter testing. The patient reportedly had to wait for laboratory testing and had low inr when tested. No specific inr value was provided. Subsequent to the low inr result, it was alleged that a blood clot was detected in the patient's leg when a computed tomography (CT) scan of the patient was performed during hospitalization. The patient was reportedly treated with heparin. The reporter refused to provide details of the hospitalization and blood clot issue and could not provide dates of hospitalization. The reporter mentioned the patient was reportedly in and out of the hospital many times in (B)(6) 2021. Examples of additional information that was requested, but not provided: additional information on treatment that was provided to the patient as a result of the incident. The patient's current condition. The patient's diagnosis or history. Information on the patient's diet or lifestyle changes. Information on whether the patient's carotid artery was examined and how. Specific information on where in the patient's leg and which leg was affected by the blood clot. The patient is reported to be "ok now". The reporter reported the "clot was caught in time and that there was no long-term damage done" to the patient. The patient's therapeutic range is reportedly 2.0 - 3.0 inr.

Manufacturer narrative:
The investigation determined the customer was using expired test strips at the time of the event. The expiration date is printed on every test strip package and test strip vial. Per product labeling: "the test strips can be used up until the expiration date printed on the box and test strip container. The meter will not accept expired test strips."